Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
At the initial operation on (B)(6) 2017, accolade tmzf # 2.5 132 degree trident mult 58mm, mdm liner, mdd insert, delta head + 4mm 3 of screws were used. Thereafter, the back of the stem neck has been scraped like at u. Dr. Judged that it was an impingement with the mdm liner. The revision was performed on (B)(6) 2020.